Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colono videoscope tested positive for 10-50 colony forming units (cfus) of pseudomonas. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: suction biopsy channel, a/w-channel, flushing and brushings. Cfu: no growth after 7 days incubation. Bacterial identification: n/a. The device was returned to olympus for inspection and the reported failure found during investigation was not confirmed. According to the investigation, the device was culture tested positive by the customer; however, the device was tested negative by olympus, therefore the user request is not confirmed. The root cause could not be identified. Based on the data provided, customer hygiene microbiological investigation, device inspection report and olympus hmi the case can be only partially assessed. According to the investigation, correlation has been observed between the actual product/ device status and cause of contamination. In general, device damage (e.g. Scratches, cracks, creases, leaks) could be a source of microorganisms particularly when combined with poor reprocessing. According to the investigation, the device inspection report contains air leaks at two points on the endoscope. After reprocessing by olympus, the result was negative. Upon ipc review of all documents related to the cluster of cases from the user facility, multiple concerning practices have been identified. An onsite visit to the customer by ipc australia found poor ic practices from staff (gaps in hand hygiene and ppe), delayed reprocessing, gaps in precleaning, leak testing, and manual cleaning, and ineffective drying using a cesc. Of note, the customer also using an aer undergoing fca in europe for concerns regarding disinfection efficacy, particularly in the presence of pseudomonas aeruginosa. The majority of endoscopes from this site were not returned for device inspection or olympus hmi. Multiple endoscopes had repeat positive micro findings which raise concerns regarding potential biofilm formation. The customer was able to achieve negative results for many of the endoscopes after implementation of gesa/genca enhanced cleaning protocol. However, by global comparison, the gesa/genca culturing protocol has been noted to have low microbial extraction efficacy. Olympus has provided one staff training, but the facility cancelled an additional scheduled training due to staffing concerns. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.